Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep indicated the patient is on high density setting and therefore, the patient would not have noticed if stimulation/therapy stopped. The patient didn't recall seeing any message on their patient programmer (pp). The patient noted that they have had a recent MRI. The patient has a power on reset (por) message (parity error 0x400). The rep was able to successfully clear the message. Upon interrogation the ins was on and there was no data in the dairy due to the por and reset of time/date (caller did reset date upon clearing the por). It was speculated that the patient may have cleared the por with their pp prior to day and been using the ins normally since then. No further complications were reported. No patient symptoms were reported.